Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection the device showed wear use, the frame does not show any structural anomaly and is not bent. Also, it could be identified that the etch marks are slightly faded. The femoral rod was inserted on the guide frame, the rod was able to be assembled. Manual movement of the rod showed that there was slight movement of the device. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual inspection results, this complaint cannot be confirmed as the frame is not bent. The possible root cause for the movement of the rod could be related to heavily use; moreover, drop of the unit, mishandling or procedural variables that could cause the bent condition of the device. Since this device is reusable, the continuous use and sterilization process can cause worn condition and the fading of the etch marks. However, it cannot be conclusively affirmed. As per IFU, visually inspect the instrument and check for damage and wear. Moveable parts should have smooth movement without excessive play. Long, thin instruments should be free of bending and distortion. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D10: concomitant med products and therapy dates: rigidfix femoral rod 9mm, 30-120mm device, 11/28/2023. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 1 of 2 for (B)(4). It was reported by the sales rep that during an anterior cruciate ligament (acl) repair procedure on 11/28/2023, it was observed that the rigidfix femoral st guide frame n/s 1pk was bent/torqued and the drill sleeves and trocar were being prevented from crossing the window of the rigidfix femoral rod 9 mm 1pk. The distal sleeve eventually went across. The physician tried to reposition the guide for the proximal pin, after reapproximating the guide at a different angle, and redrilling, they were able to get the proximal pin through the frame. The skive marks were visible in the sleeve. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.